Event description:
Hill-rom has received a report alleging that a product malfunction occurred. The allegation indicated that the vest model 104 may have shorted out in back of the unit where it plugs in, and it was alleged that a flame may have appeared from the back of the unit. An initial report is being sent to the FDA, and a f/u MDR will be submitted once an engineering eval is completed.